Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. There was no adverse impact to the customer¿s blood glucose level. Technical support perform a pump system check and the blockage could not be identified. Customer reverted to using an alternate method of insulin therapy.